Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid to distal region were lifted from the crimped profile. The undamaged stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 06-jul-2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. Following pre-dilatation, a 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient condition was good. However, returned device analysis revealed stent damage.